Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device exhibited 'noisy' r/s electrograms associated with oversensing, pacing inhibition and the delivery of inappropriate shocks.